Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat ischemic functional mitral regurgitation (mr) with a grade of 4 on a patient with a restricted posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2. The patient¿s ejection fraction (ef) of 40%. It was noted that the results remained stable as observed in follow-up transthoracic echocardiograms (ttes). On an unknown date in (B)(6) 2025, the patient presented to the hospital with unstable angina, with complex evolution including heart failure episodes. On (B)(6) 2025, a cardiac echocardiography was performed and revealed further remodeled left ventricle (lv) with an ef<30%, and recurrent mr with a grade of 2-3 when destabilized, pointing to re-intervene mitral valve after guideline-directed medical therapy (gdmt) at maximum tolerated and ultra-filtration. The previously implanted clip was noted to be well inserted and stable on both leaflets, with mr at a grade of 2-3 mainly lateral to this clip. A new clip was then inserted and deployed on the mitral valve, reducing mr to a grade 1. The patient was reported to be recovering and improving.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat ischemic functional mitral regurgitation (mr) with a grade of 4 on a patient with a restricted posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2. The patient¿s ejection fraction (ef) of 40%. It was noted that the results remained stable as observed in follow-up transthoracic echocardiograms (ttes). On an unknown date in (B)(6) 2025, the patient presented to the hospital with unstable angina, with complex evolution including heart failure episodes. On (B)(6) 2025, a cardiac echocardiography was performed and revealed further remodeled left ventricle (lv) with an ef<30%, and recurrent mr with a grade of 2-3 when destabilized, pointing to re-intervene mitral valve after guideline-directed medical therapy (gdmt) at maximum tolerated and ultra-filtration. The previously implanted clip was noted to be well inserted and stable on both leaflets, with mr at a grade of 2-3 mainly lateral to this clip. A new clip was then inserted and deployed on the mitral valve, reducing mr to a grade 1. The patient was reported to be recovering and improving.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported heart failure/congestive heart failure, angina and mitral valve insufficiency/regurgitation associated with recurrent mr was due to patient condition. The reported patient effect of heart failure/congestive heart failure, angina and recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization, medication required, and unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.